Event description:
It was reported by service report that the fowler went up on its own. The button was stuck on the head right side rail. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Customer requested parts and will do repair.